Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 37.0 and 42.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the coil winds were offset. Conclusions: evaluation of the returned device revealed that the smart coil had offset coil winds. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil winds likely contributed to the reported resistance and prevented the smart coil from being advanced through the non-penumbra microcatheter. The smart coil was attempted to be advanced through a demonstration microcatheter during functional testing. While advancing the smart coil through the microcatheter, resistance was encountered as the embolization coil was advanced pass the hub of the microcatheter and subsequently, the smart coil could not be advanced any further. The non-penumbra microcatheter referred to in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra microcatheter into the aneurysm, then deployed and detached three smart coils and twelve additional coils. While attempting to advance a new smart coil through the hub of the microcatheter, the physician encountered resistance in the hub of the microcatheter. The smart coil and microcatheter were then removed and examined outside of the patient's body; however, the physician was unable to advance the smart coil into the microcatheter. Therefore, the procedure was completed using two new smart coils, an additional coil and the same microcatheter. There was no report of an adverse effect to the patient.